Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4076 implantable pacing lead (B)(6) 2011, 4296 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the device battery depleted quickly. It was also reported that the right ventricular (rv) lead was programmedto high output with high impedance. The device will be removed and replaced with a new device. The rv lead remains in use. No patient complications have been reported as a result of this event.